Manufacturer narrative:
The investigation into this event is currently in progress, awaiting return of the device. A review of the manufacturing paperwork was conducted. The review of the manufacturing records verified that the lot was processed normally and all pre-release specifications were met.

Event description:
As part of an endovascular aaa case, a 7x5 viabahn device was advanced via brachial artery access through an 8 fr destination introducer sheath over an 0.035 inch stork guidewire and positioned in the left renal artery. The physician pulled on the deployment line and approximately 3/4 of the device deployed, when suddenly deployment stopped. Imaging revealed that the deployment line got caught on the anchors of the aaa device. The physician manipulated the device and was able to detach the viabahn with catheter and line from the aaa device. He pulled the device back to the brachial artery, at which point the viabahn device was stuck partially inside the sheath and partially inside the artery. The endovascular procedure was completed implanting another viabahn device inside the renal artery. The physician performed a cut-down and removed the affected viabahn device. The patient was fine at the end of the procedure.